Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during surgery, it was noticed that the plastic interface of one (1) rss glenoid baseplate impactor-s broke off while impacting baseplate. All pieces were recovered per surgeon and intraoperative c-arm and will be returned for evaluation. The procedure was resumed, without any delay, using a s+n back-up devices. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. Visual evaluation of the rss glenoid baseplate impactor found that the distal tip on the reusable instrument was partially fractured off. Additionally, the device was visibly worn, with scratches and dents on the body and knob of the instrument. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on visual evaluation, and nature of the device, the most probable cause for the reported event is wear due to normal use. This probable cause is supported by similar previous complaints. The rss glenoid baseplate impactor is a reusable instrument expected to be used across multiple surgeries. The intended use of the rss glenoid baseplate impactor is to absorb forces exerted on the glenoid baseplate, an implantable component of the reverse shoulder system, during impaction to prevent damage to the implant. The tip of the rss glenoid baseplate impactor is made with radel, a durable plastic material. Therefore, the plastic tip of the device may fail after prolonged use or if subjected to excessive force, such as during impaction. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.